Event description:
The customer reported the system failed to generate fluoroscopy x-ray. There is no report of patient injury or death associated with this event.

Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer.